Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-16080. It was reported that the asymptomatic patient presented in clinic with high thresholds on the right ventricular lead. During the replacement procedure, the right atrial lead dislodged. Both leads were explanted and replaced. The patient was stable during and after the procedure.